Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticking and not responsive. The customer stated that most of the time bolus not delivered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No damage noted to keypad assembly, and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. In addition to this, no unexpected insulin flow blocked or bolus stopped alarms were noted during testing. (B)(4).